Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and migration.

Event description:
Patient's representative reported "the patient was diagnosed with a rare lymphoplasmacytoid lymphoma, so-called waldenstrom macroglobulinemia." MRI examination observed ¿the accumulation of extra prosthetic silicone in the intraglandular lymph node structure¿ and ¿leaked silicone has affected and permeated the lymph nodes.¿ device has been explanted and replaced with another manufacturer's device. This record relates to the right side.